Event description:
It was reported that the 9900 system had a collimator error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The collimator and filament were calibrated during the svc call. The system was tested and found to be working as intended, and put back into service. (B) (4)